Event description:
During hydrothermablation procedure, it was noted that 10 cc of normal saline was lost. The pt subsequently received burns to the inner and outer vaginal tissue as well as the perineum adn bilateral gluteal regions. It was noted during the procedure that the vaginal packing and the dilator were removed prior to the ablation end-time. It was also noted following the case that the hydrothermablation equipment was malfunctioning. The equipment would not "cool down" and would not allow the machine to be reset or turned off.